Event description:
It was reported that an unspecified quantity of clearlink system nitroglycerin sets were leaking. The location of the leak was described as, ¿from around the priming chamber and where the line connects to it the line itself¿. This was discovered during compounding, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: update the quantity to (5) five (previously reported as an unspecified quantity. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.